Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having an issue with their ins not charging when they put the charger up to their back. The patient stated that they spoke with their healthcare professional (hcp) regarding the issue and they stated that the patient needed to contact a representative (rep) to help them charge the ins. Troubleshooting could not be performed due to lack of access to the product. Product services recommended the patient contact their hcp to ask for their assistance coordinating an appointment with a rep. No symptoms were reported. No further complications were reported. Follow-up was conducted.